Event description:
A patient at the expeditionary medical facility was being treated for rhabdomyolysis. His potassium results using the metlyte 8 reagent disc on the abaxis piccolo chemistry analyzer were repeatedly testing high -5.9 - 6.5 mmol/l. This was not considered too unusual due to his condition. The creatine kinase and phosphorous was being performed on the vitros 350 chemistry analyzer at the medical clinic -, just next door, at four hour intervals. On the second day, it was noticed that the tmc lab tech had run an electrolyte panel with the ck and phos. The k+ result was 3.6mmol/l on the vitros 350. It caught our attention because the result was on the opposite end of normal compared to what our emf lab was reporting. The result from each instrument was verified with two additional specimens. A short comparison study was performed the same day between two analyzers. The vitros consistently resulted a potassium result that was slightly lower than the piccolo. Hemolyzed samples and samples from the rhabdo pt were much higher on the piccolo as compared with the vitros. The MFR of the piccolo was contacted on the next day. The most recent product insert that was found in the laboratory was dated july 2006. An updated insert was put out in 2007 and obtained from the technical representative. This one was not in our files. All of the reagent discs that we had in our supplies were manufactured prior to march 2007 -the date of the new insert-. From the new insert: the potassium assay in the piccolo system is a coupled pyruvate kinase -pk- / lactate dehydrogenase -ldh- assay. Therefore, in cases of extreme muscle trauma or highly elevated levels of creatine kinase -ck-, the piccolo may recover a falsely elevated potassium -k+- value. In such cases, unexpected high potassium recoveries need to be confirmed utilizing a different methodology. The laboratory did not have access to this info at the time of the testing. We were not aware of any changes to the insert. This info confirms earlier suspicions that the results from the piccolo were incorrect. Dates of use: 2007.